Event description:
It was reported that patient¿s family complained that the patient was not receiving drug. The health care provider (hcp) decided to attempt a catheter revision. During the surgery the hcp tested both catheter segments and everything appeared to be working properly. The hcp then reconnected the catheters and left them implanted. The surgical intervention consisted of the health care provider (hcp) testing both catheter segments by aspirating with a needle and syringe. The spinal segment was flowing well and the pump segment easily passed fluid during the hcp¿s test. The pump device was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n181466007, implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was having spasticity and pseudomeningocele at the back incision. The patient was better but still had some swelling on the back when up for any amount of time. He was also noted to have significant benefit from the baclofen therapy. The patient was also taking ativan, bentyl, perative, valium, vitamin d, zantac, zyrtec, and bactrim at the time of the event. The patient's medical history included shaken baby syndrome and von willebrand's disease. Further information was provided regarding the patient's intervention. The patient was seen by the physician on (B)(6), 2013 for concern of a pseudomeningocele. The fluid collection in the patient's back was not going down despite lying down, which usually helped. The pseudomeningocele was not "completely threatening the wound" but was believed in time it would. X-rays were performed and there was not a frank fracture. The family was frustrated as the patient recently had a catheter revision and was still having issues and difficulty with therapeutic doses of baclofen pump. The patient underwent a revision on (B)(6), 2013. The pseudomeningocele pocket was under quite a bit of pressure, there was no spontaneous flow nor spontaneous leak or fracture appreciated. There was no disconnection that was appreciated. There was a slight tract going down the intrathecal catheter-portion side. At that point the wound was dried up and there was no active leak. The side port on the pump was accessed without difficulty and approximately 2 milliliters of cerebral spinal fluid (csf)/baclofen drug were successfully aspirated. The distal and proximal segments of the catheter were then tested along with the connector portion by clamping off sections and trying to inject saline. At no point was there any obvious catheter fracture seen. Saline was injected into the intrathecal space and flowed easily. There was no clear source of leak observed throughout testing and no fluid was seen around the wound or in the wound area. The intrathecal portion of the catheter was disconnected from the sutureless connector segment. Two centimeters were trimmed off after the catheter was tested to prevent then a damaged segment from being reattached. Csf was successfully aspirated and saline successfully injected without difficulty. Again, no leak was seen around any portion of the catheter. It was concluded that the most likely cause was either a kink causing a slight leakage of fluid around the catheter segment or believed more likely that there was a csf tract going down the intrathecal portion of the catheter down the entry site. Therefore, multiple 0 ethibond sutures were used to create a tight secure loop around the catheter. No csf or fluid was seen with valsalva testing. The last test was to check for a kink issue. The drug was accessed through the reservoir port and a total of 13 milliliters was seen and that was aspirated without any difficulty. It was placed back in the pump without injecting air. Lastly, there was neither evidence of a csf leak nor any reason for any fluid collections and the procedure was ended. The patient returned to the hospital floor overnight and was to be further evaluated on a daily basis regarding the baclofen dose, which was not changed, and his pseudomeningocele issue.